Event description:
It was reported that the wire tip detached. Vascular access was obtained from the right femoral through a 6fr sheath. The target lesion was an 80% stenosed eccentrically shaped de novo lesion within mildly calcified and moderately tortuous left anterior descending artery. The originally placed wire was replaced with a rotawire for the rotablation portion of the procedure. During advancement, the tip of the wire was not seen on cine. The wire was removed and it was observed that there was no tip. The tip was not found and it was believed to have been missing after unpacking and handing to the physician. Another rotawire was used to complete the procedure. There were no patient complications and the patient was stable post procedure.